Event description:
Oversensing was observed on this rv lead via home monitoring. The lead was capped and a new one was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 12, 2023 and january 6, 2024 recorded the slightly varying pacing impedance around 500 ohms. The pacing trend showed a decrease from 100 percent to approx. 80 percent at the end of the recording period. The analysis of the provided screenshots of iegm episodes revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.